Manufacturer narrative:
It is unknown if the device is expected to be returned for further analysis. If any further relevant information is obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation ablation procedure to treat atrial fibrillation the faradrive steerable sheath was selected for use, once the faradrive sheath was inserted into the la and the dilator removed, the hemostatic valve was leaking blood at a rate of approx. 2-3 drips/second. No more information available. No patient complications were reported. It is unknown if the device is expected to be returned.